Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred after replacing a system board on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's software would need to be downloaded to address the issue. Additional findings not related to the malfunction/issue was the test step (active exhalation verification) had failed on the device. The customer was instructed to use the "diagnostic test" function and select the appropriate test they want to perform on the device. The customer will retest the device.